Event description:
It was reported that the device could not be interrogated. The patient had recently been in the hospital two times due to non-pacemaker related reasons. The patient's rate was 94 bpm with and without magnet. An attempt to read memory locations revealed that the device was in back-up mode. Measured data from june 2006 revealed that the device was at eri with data being 2.69 v, 9 ua, 6.8 kohms.